Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with counterfeit super cap found in the main board and no visible contamination. Event log history was attempted to be downloaded due to error message "counterfeit super cap found in main pc board". During analysis, the customer's reported problem was able to be duplicated. It was noted that interconnect board was not charging battery causing battery to deplete beyond recharge, and this was the cause of the reported issue. It was also noted that traces of contamination were found on interconnect board which also caused the reported problem. Service replaced interconnect board, battery and main pc board (counterfeit super cap) to correct the reported issue. Service also performed power up process and all the functional test passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that while attempting to download drug library change prior to use, a smiths medical medfusion had a bad interconnect board. There were no patients involved in this event. No adverse effects were reported.